Event description:
It was reported that a 74-year-old male patient (70kg, 170cm) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. As there was a strange feeling in broken brough (b.b), redo was performed. Pericardial effusion was confirmed by echocardiography after the procedure, and drainage was performed. About 200 ml of fluid was drained. The patient is hemodynamically stable. This occurred three hours after the patient entered the room. Atrial septal puncture was performed using an rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. The irrigation catheter ¿s flow rate setting was 1-30w 8ml/min, 30w- 15ml/min. The physician's opinions on the relationship between the event and the product is that the cause was that it got through the septum at the time of b.b and entered between left atrium (la) and right atrium (ra) from fossa. There is no causal relationship with the product. Other relevant history includes sss pacemaker previously implanted and af ablation in (B)(6) 2021. The adverse event occurred on (B)(6) 2022. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is related to the procedure and not related with the bw product malfunction. The patient outcome of the adverse event is improved. A smartablate generator was used in the event. The event occurred post procedure. Real time graph; dashboard; vector; visitag force visualization features were used with fot additional filter used with the visitag, and tag index used as color option. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30735592l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-aug-2022, bwi received additional information regarding the event. The patient did not require extended hospitalization because of the adverse event. The patient history includes sick sinus syndrome (sss), pacemaker implanted, and af ablation was done in (B)(6) 2021. Prior to noting the cardiac tamponade ablation was performed. Description. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. The visitag module parameters for stability were set at range:3mm, time:3sec, fot:25%, tag size:2. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).